Manufacturer narrative:
We received the catheter with a needle-free connector and a 10 ml syringe as well as a clamp scissors as faulty sample.the catheter was snapped between the 26 cm and 27 cm marking.microscopic examination revealed that both fracture surfaces were smooth/even and showed grooves, indicating a cut/mechanical damage by a sharp instrument (for example scissor or scalpel). In addition, a manufacturing fault can be excluded as each catheter is flow and leak tested during production, and the catheter did not snap for 3 weeks as stated by the customer ("dwell time was 3 weeks"). Having checked the batch history records; no deviations were found. The batches complied with their specifications and were released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Two different batches were used for the assembly group of the catheter tube (involved code 6g35982002). The value of the tensile force of the catheter tube for batch 8230223 was min. 8.24 n, for batch 8218804 min. 8.31 n. Therefore, both batches were within their specification of min. 3 n. There are two further complaints for batch 8240947, and 30 further complaints for batch 8235019. However, none of these 30 further complaints regarding a snapped catheter were confirmed. There was one further complaint regarding a snapped catheter tube on product code 4g07125203 within the last three years.this query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.

Event description:
PICC leaking at 25cm point, PICC was removed and had to be replaced .

Event description:
PICC leaking at 25cm point, PICC was removed and had to be replaced.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.